Event description:
During an adiana procedure for permanent contraception, and after successful matrix placement in one fallopian tube, the physician could not visualize the opening to the other fallopian tube due to "a lot of fluffy endometrium". The physician continued to try and find the ostia with the tip of the catheter without success. A dilatation and curettage (d&c) was done followed by a hysteroscopy. The physician was "no longer getting any distention and had no view of the ostia" and stated there was a perforation. The perforation "was fairly large and there was a lot of blood" and the physician believed was located "where the matrix had deployed on one of the tubes near the energy burn". The physician then did a laparoscopy "to stitch the perforation". Additionally, she used ligasure (technology for vessel sealing using pressure and energy to create vessel fusion) to cauterize the perforation site. The patient was admitted for overnight observation and discharged home the next day. On (B)(6) 2011, it was reported the patient "is doing fine".

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency generator as identification numbers were not provided by the complainant. (B)(4).